Event description:
Additional information was received that the noise was due to myopotentials.

Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. No intervention was performed and the patient was stable and will continue to be monitored.